Manufacturer narrative:
The event description states that the vessel dissection occurred after resistance was felt in a calcified vessel. There was no product returned to evaluate. A manufacturing record review was completed and no nonconformances were found. Based on the lack of information the most likely root cause is undeterminable. Device did not return for evaluation.

Event description:
Pci was performed on rca #3 with 90% stenosis and moderate calcification. Guideliner was inserted into the guiding catheter in advance because the vessel calcification was expected. Since the balloon did not pass the lesion, guideliner was advanced close to the lesion. Some resistance was felt at that point, so the physician immediately stopped advancing guideliner further. The vessel was checked under contrast dye injection, and dissection was confirmed from the middle point of rca #2 and #3 to #1. Stents were implanted from rca #3 to #1 in order to treat dissection. Other operation was completed without further problems. Physician's comment: vessel could be damaged when advancing guideliner.